Event description:
It was reported that the patient had an infection. The patient underwent an scs explant procedure. No device malfunction suspected. The explanted device components will not be returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6). Batch: 7076744/7075589.